Event description:
Patient underwent a total hip replacement in 1993. A cementless stem and an omnifit metal shell fixed with two screws was implanted. After some time, pt began experiencing functional problems which was reportedly determined to be related to the migration of the acetabular component. The pt underwent revision of the hip after what is claimed to be a short time.